Event description:
Rptr had numbness in surgical area. Both implants were ruptured and the right had a hole in the envelope. She had bleeding through envelope, she had a tight capsular contracture and closed capsulotomies. Rptr c/o low blood pressure, demyelinating neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbance/vertigo/dizziness, inflammation in chest/rib cage, adrenal problems, chronic swelling, chronic discoloration (red or blue), heat or cold sensitivity on extremities, raynaud's disease. Frequent low grade fever. Gastrointestinal: chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Very irregular periods, substantial hair loss not connected with medications. Migraines/severe headaches. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings. Connective tissue disease, lupus. Joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness. Chronic swollen lymph nodes of lymphadenopathy, front and back of neck, groin area. Muscle pain & burning, fibromyalgia. Skin: unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc. Dermatomyositis. Non-restorative sleep. Chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drop things, misjudge distance/run into objects. (*)